Manufacturer narrative:
(B)(4). It was reported that the patient acquired sterile peritonitis. Two days prior to the diagnosis of peritonitis, the patient was treated with vancomycin ip (1 gm and frequency not reported) and ciprofloxacin orally (250 mg twice) for peritonitis. Seven days later, ciprofloxacin therapy was discontinued and nine days later, vancomycin therapy was discontinued. The patient recovered from this event of peritonitis. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with pain (unspecified). On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient stated that in the box she had found a bag of physioneal with a leak and therefore had not used it, but the previous bag, which she already had used, might have had a leak as well without her noticing this. This was not confirmed. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.